Event description:
A female patient underwent abdominal aortic aneurysm repair on (B)(6) 2010. During deployment of the zenith flex aaa endovascular graft bifurcated main body, an issue occurred when the physician deployed the ipsilateral limb, unscrewed the safety screw on the proximal trigger wire release mechanism and he preceded to pull on the trigger wire release mechanism to release the device from the main body. Upon pulling the mechanism it was determined that the mechanism had melted to the gray positioner/forward pusher. The physician preceded to try to pry the mechanism from the gray positioner with hemostats. He released the wire enough to break the seal and thus allowing him the opportunity to pull the trigger wire.

Manufacturer narrative:
The difficulty encountered is no labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Although the used device was not returned to assist with this investigation, the trend code assigned to this case is "glued, improperly". This trend code was determined based on the provided event description and the known occurrence of this failure mode. It appears that the glue used during manufacturing of the device may have migrated or inadvertently been applied to the trigger shaft, and bonded to the trigger grip. It is likely that this is the root cause for this complaint. Change implemented (B)(6) 2010, addressed this issue and added additional controls to manufacturing instruction which would reduce the likelihood that this failure mode reoccurs in the future. Review of manufacturing records confirms this device was manufactured prior to implementation of the change. We will continue to monitor for similar complaints.